Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on third firing from antrum, second firing of this stapler, firing took place with green load with seam guard buttressing material. Upon inspection of staple line, the surgeon noticed no staple formation on distal two-thirds of specimen side, all staples were straight and no "b" formation observed. The surgeon completed the case with the second device that was being rotated in the procedure. That gun was used on second firing and again after the other device failed on third firing. All subsequent firings were used with this gun. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side outer row fully fired and the right two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any reported quality issue with 2nd ple60a device that was used? What was the patient¿s bmi and gender? What color cartridges were used before and after the incident?